Manufacturer narrative:
(B) (4).

Event description:
Patient reported a loss of therapeutic effect, but was unable to make adjustments as she misplaced her patient programmer. Patient did not answer any of the questions on the standard questionnaire mailed out, but wrote this comment on the bottom, "I developed an (B) (4) as a result of the implant and the infected implant was recently removed."